Event description:
Following implantation, the screw became loose and was not able to hold a bsso plate in place. A secondary surgery was required to remove the screw and replace with a new one.

Manufacturer narrative:
Device was not available for return; therefore, no proper evaluation could be performed. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.